Manufacturer narrative:
The device was received and evaluated by beta bionics. User complaint of device malfunction was confirmed via failure investigation. This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the ilet delivered restart and occlusion alerts with consecutive stalled motor (alert 38) and current-sense failure messages (alert 42), the device could not proceed with rewind despite near-full charge, and replacement was determined necessary; the user was advised that the device would no longer be water resistant and to maintain backup therapy. Symptoms included no reported impact to blood glucose at the time of the initial call. Outcomes included shipment of a replacement device with instructions to sync data to the mobile app, return the original device using a provided label, and acknowledgment that ilet therapy data would not transfer although cgm data could still be received. Investigation included collection of device history, troubleshooting, and receipt and inspection of the returned device. Investigation of this case revealed alerts consistent with motor stall and current-sense failure indicating an internal pump motor/control fault affecting insulin delivery capability. There was also evidence of internal corrosion suggesting fluid ingress. It was concluded that exposure to liquid leading to fluid ingress caused the device failure.